Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over seventeen (17) years since the subject device was manufactured. Based on the investigation results, the image is not displayed, and the noise occurred in the image, could not be identified. Disconnection of the curled cable was recognized. From this, presumably, the image is not displayed, occurred due to disconnection of the curled cable. Distortion of the curl cable was recognized. From this, we presume that the phenomenon¿ noise occurred in the image¿ occurred due to distortion of the curled cable. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the defect is not caused by misuse of the user, thus not applicable.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope cable exhibited broken wires causing no image. There were no reports of patient involvement.